Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) has been confirmed. Upon investigation the ecgs were non-functional. The cause for the non-functional ecgs was isolated to an open wire in the cable between ECG ¿1¿ and ECG ¿2¿. The root cause for the open wire could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt or check belt messages.